Manufacturer narrative:
Gehc service personnel removed and replaced flouro function pcb utilizing test esd kit. Booted system to allow for sw load to ffb. Re-booted system and determined that system is functioning as intended.

Event description:
Customer reported that c-arm re-booted itself during a procedure. Operator needed to re-initialize the entire system and was able to continue and complete case. No patient or staff injuries had occurred and procedure was able to completed with a small delay.